Event description:
Dealer reported that the valve on an irc10lxo2 concentrator is leaking. End user was using the unit when it started alarming, she switched to a portable tank until the dealer was called the next day.